Event description:
This event was reported to sunrise customer service on (B)(6) 2006 via a phone call to (B)(4). (B)(6) claims she was injured because the wheels on her daughter's walker. She claims the wheels have always been wobbly and always get caught. She fell on her knee. Her daughter was not injured. The unit has not been received for eval.